Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the proglide device was not flushed prior to use. It should be noted that the perclose proglide instructions for use, (IFU) states: verify marker lumen patency by flushing the marker lumen with saline until saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. Additionally, the proglide device was used in a 8.5f common femoral vein access site. It should be noted that the perclose proglide IFU states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The reported marker lumen blockage and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4: lot number and expiration date. H4: manufacturing date.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a proglide device after an interventional ablation procedure using an 8.5f sheath. Reportedly, the marker lumen of the proglide was not flushed prior to use. There was no blood flow from the marker lumen when the proglide device was positioned in the vessel. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.